Event description:
The patient's mother reported that the patient experienced blood glucose levels ranging from 72-337 mg/dl for three days in 2009. The patient's normal blood glucose level is 100 mg/dl. The patient bolused through the infusion device and changed the infusion set and blood glucose levels remained elevated. The patient switched to his backup infusion device the third day, and his blood glucose returned to normal. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.